Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that the pump was discarded by the hospital and will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implantable infusion pump. The reason for call was to discuss troubleshooting options for a patient that had an "open wound over the pump." It was noted they did a refill today and the open wound did not appear to be septic and did not appear to be clearly infected, and so the surgeon's physician assistant recommended the patient go to the emergency room (ER). The managing physician was concerned that if the patient went to the ER that they were going to explant the entire system. The rep was wondering what the proper protocol was to discuss with the doctor. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2020 indicated the patient¿s weight was unknown. It was further reported cultures were performed and came back positive. The pump was explanted on (B)(6) 2020. It was noted there were no environmental/external/patient factors may have caused or contributed to the open wound over the pump. The wound was being treated for infection and the pump was explanted. The plan was to re-implant the pump on the opposite abdomen side on (B)(6) 2020.